Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called in states that when he opened the package the bottle of strips was open and strips were at the bottom of the box.